Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. The reporter stated that the pump emitted a call service alarm but the pump did not emit any sound when the alarm appeared on the screen. The patient has reportedly discontinued insulin pump therapy and is on an alternate method of insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) /2013 with the following results: unable to duplicate complaint regarding audio feature of the returned pump. Pump powers on to the verify screen with audible and vibratory sounds. Confirmed sound settings were set to on and high. Reproduced a ¿low battery¿ warning and a ¿replace battery¿ alarm for the investigation; pump gave the appropriate sound and displayed the correct message on the screen for each warning and alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.